Manufacturer narrative:
(B)(4). Investigation: awaiting disposable sets to be returned for investigation. The device history record was reviewed; there were no failures associated with this lot. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Incident: the customer states that they had just connected the kit onto the machine. While the machine was testing the kit, there was an alarm during the centrifuge test: "centrifuge loop twisted."